Event description:
It was reported that the left screen/monitor was not powering up. This resulted in a total loss of imaging functionality due to the inability to display a live image. There is not report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.